Event description:
Customer reported the system. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Suspect power supply may need to be replaced, customer monitoring. System operates as intended.